Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure in tubes, one had moved within the tube"), device breakage ("device fracture") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 925782, 948834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, pap smear abnormal, genital bleeding, menorrhagia, nicotine dependence, obesity, nabothian cyst and endometrial hyperplasia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain/cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (partial) with salpingectomy (bilateral removal of fallopian tubes) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage and genital haemorrhage outcome was unknown and the abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion/breakage of essure ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion/breakage of essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Batch number: 925782 man date: 2011/11 exp date: 2014/11. Batch number: 948834 man date: 2012/02 exp date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure in tubes, one had moved within the tube"), device breakage ("device fracture/ breakage of essure device") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 925782, 948834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, pap smear abnormal, genital bleeding, menorrhagia, nicotine dependence, obesity, nabothian cyst, endometrial hyperplasia and migraine. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain/cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy (partial) with salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, genital haemorrhage and pelvic pain outcome was unknown and the abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion/breakage of essure. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion/breakage of essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Batch number: 925782, man date: 2011/11, exp date: 2014/11. Batch number: 948834, man date: 2012/02, exp date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Event added: pain. Concomitant condition was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure in tubes, one had moved within the tube"), device breakage ("device fracture") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 925782, 948834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, pap smear abnormal, genital bleeding, menorrhagia, nicotine dependence, obesity, nabothian cyst and endometrial hyperplasia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain/cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (partial) with salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage and genital haemorrhage outcome was unknown and the abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion/breakage of essure ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion/breakage of essure . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migration of essure device in tubes, one had moved within the tube. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("pain/cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.